Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) and recurrent tricuspid regurgitation (tr). It was reported that on (B)(6) 2022, a concomitant case where a mitraclip was implanted on the mitral valve and a mitraclip was implanted on the tricuspid valve. The physician was made aware before the start of the tricuspid case that implantation of a mitraclip in the tricuspid valve is an off-label procedure. The mitraclip was implanted in the tricuspid valve in the anterior and septal leaflets with no reported issues reducing tr from 5+ to 3+. The clip was stable on the leaflets at the end of the procedure. The following day,(B)(6) 2022, it was noted that the xtw clip had detached from the septal leaflet, resulting in grade 4-5 tr. The patient remained stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be due to patient anatomy (leaflet restriction and annulus dilation). The reported imaging resolution poor was difficult visualizing the clip during the procedure due to the image quality. The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. The reported tr was the cascading effect of the slda. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.